Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was less than 40 mg/dl and the pump suspended. The customer stated that their blood glucose was 400 mg/dl and it was stable after. The customer stated that there was blood on the adhesive. The customer stated that the sensor was not tugged or pulled on after insertion. The customer stated that the sensor was inserted away from restricted clothing. The customer will be sent a replacement sensor.